Manufacturer narrative:
(B)(4).

Event description:
Dexcom made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and failed due to the unit having no voltage. The data file was reviewed and the reported customer complaint was confirmed. The probable cause could not be determined post investigation. The receiver was also returned for evaluation. External visual inspection was performed passed. The receiver battery charge tested passed. However, the receiver does not boot up and reinitializes continuously. Data file download and functional testing could not be performed due to the perpetual rebooting. The alleged complaint was confirmed since the receiver does not boot up and is re-initializing continuously. The probable cause could not be determined.